Event description:
It was reported that an osteoporosis patient underwent fixation for compression fracture at l4-s1. It was found that the rod broke five months post op. The patient was asymptomatic. The revision surgery is planned for 2008.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Unable to determine the cause of the event.